Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the physician made several attempts to connect a competitor lead with the device, but could not approach the setscrew area. Each time attempted, the pin stopped half way. It was further reported that it was possible to observe ¿salient waves¿ in the lead's silicone which would not allow the pins to go forward. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.